Manufacturer narrative:
(B)(4)

Event description:
It was reported the physician was placing a catheter and experienced difficulty. When he tried to remove the guide wire he felt some resistance. Upon removal he saw that the guide wire was sheared. There was no patient death or complications reported. Follow up information states the physician tried removing the wire separately. The catheter had not been placed yet but he was trying to wire to flow in the patient. The guide wire unraveled and did not separate. Nothing was retained in the patient. Another catheter was placed successfully with no issues.

Manufacturer narrative:
(B)(4) device evaluation: the report that the guide wire unraveled was confirmed. Returned was an 18ga introducer needle with a guide wire through the needle. The guide wire was unraveled and the distal end of the coil wire was protruding through the tip of the needle. The coil wire was kinked in two locations. The bevel of the needle had minor damage where it had contacted the guide wire. The distal weld appeared full and remained attached to the unbroken coil wire. The core wire was outside the proximal end of the needle and had separated adjacent to the weld at the distal end. Discoloration was observed at the broken end of the core wire, which is consistent with proximity to a weld. Microscopic inspection revealed a plastic deformation and necking of the wire in the area of the break. A manual tug test confirmed that the proximal weld was intact. The core wire measured approximately 60 cm in length. Based upon the measured length of the broken core wire, no pieces appear to be missing. The od of the guide wire measured 0.798 mm. This met specification of 0.788 - 0.826 mm per the guide wire graphic. The guide wire could not be removed from the needle because there were kinks in the coil wire protruding from the needle tip and the core wire was outside the proximal end of the needle. The instruction: other remarks: booklet provided with the kit describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. The device history records for the guide wire and needle were reviewed with no relevant findings. The investigation found no evidence to suggest a manufacturing related cause. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, operational context caused or contributed to this event. No further action will be taken.